Manufacturer narrative:
Corrected information: d4. Primary UDI #: (B)(4). D9. Yes, returned to manufacturer 11/08/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 61. H8. Reuse. Additional information: d4. Lot #: em52100. H4. 08/29/2023. Device evaluation: visual inspection confirms that the distal tip has sheared off at the base of the hexalobe. This failure is likely due to the applied torsional force being greater than the yield strength. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip broke during screw insertion. The tip was removed from the patient. No further complications were reported.

Manufacturer narrative:
The driver has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.